Event description:
Reportedly, the light of the home monitor does not turn green and finally goes out.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
- Upon reception, the returned home monitor was tested and the reported behavior was partially confirmed: the status light remained off during initial testing performed at device reception, then became green during later testing. - analysis revealed that the observed issue most probably resulted from a contact failure issue with the network module. - based on available data, it is suspected that this event is linked to a hardware issue. However, the root-cause could not be determined with certainty.

Event description:
Reportedly, the light of the home monitor does not turn green and finally goes out.